Event description:
In 2006 the lay reporter, the lay pt's mother, contacted lifescan (lfs) alleging that the pt's one touch ultra meter display was frozen and the meter would not turn off. The medical affairs specialist (mas) spoke with the mother to obtain/verify the following info: the pt attempted to test with the reported meter 3 days before at 11:00 pm while feeling thirsty and sweaty. She was unable to obtain a result on the meter. The pt took lantus insulin, 2 units; however, she was unable to adjust the dose via her sliding scale since she could not obtain a meter reading. The following day the pt continued to feel thirsty and sweaty. She took an estimated dose of humulin r insulin in the am. She was unable to obtain a meter result. The mother went to a pharmacy to obtain a replacement meter after speaking with lfs customer service. The pt obtained a result of "500 something" on the replacement meter around 4:00 pm. The pt treated herself with add'l insulin after testing with the replacement meter. She did not receive treatment from a medical professional. The customer care advocate (cca) confirmed that the meter would not turn off. The meter was replaced. The complaint is reported because the pt was unable to test with the lfs meter. The pt experienced symptoms that suggested hyperglycemia. Later, the pt tested with another meter, obtained an elevated blood glucose result, and administered self treatment with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.